Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #unk, lot # unk, description: trident cluster hole 52mm shell. Cat # unk, lot # unk, description: poly insert. Cat # unk, lot # unk, description: biolox 28mm head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that "pt experienced a fall on (B)(6), 2008 and received a total hip implant on (B)(6). Patient is having problems with her back and diaphram. Pt was told that her leg on the implant side is 3/4 inch longer. Doctor at hospital for special surgery in new york said that both legs are the same length as based on the xray. Pt was seeing a physical therapist, and the exercising was making the inflammation and pain is worse. Another dr addressing the back issues. Pt is wondering if she has a recalled trident hip and is hoping to determine what is causing her pain and problems with her gait."